Event description:
It was reported the camera head had no image on the screen. The event had occurred during inspection for use for a urolift procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.